Event description:
While undergoing an upper endoscopy for a gi bleed, two endoclips were placed. The scope was cleaned per policy after the procedure. The scope was used two days later without difficulty and no clips were used with this procedure. The scope functioned properly with biopsy channels used. Upon cleaning the scope after this procedure, we were unable to pass a cleaning brush through the working channel. Eventually a piece of the head of the clipper dislodged from the scope followed by an endoclip.